Event description:
Pt presented at the hospital with pre-syncope and faintness. ECG couldn't discern continuous pacing spikes. Normal sensing was present. When the pacemaker was programmed to "temporary" mode, normal stimulation was detected. When pt was tested at hunter heart, the pacemaker showed quite normal behavior. All tested parameters were normal, even with various physical maneuvers; such as arm contraction or moving the pacemaker was connected to two medtronic leads. The pacemaker was replaced in 2007.

Manufacturer narrative:
This pacemaker did not show any sign of material or manufacturing problems. It is electrically completely within its specifications. The sensing and pacing of the pacemaker was fully functional. Apart from the amount of dried blood residuals in the lead ports, the pacemaker did not show any deviations from the visual or mechanical specifications. The analysis of the connection system clearly did not reveal any sign of material or manufacturing defects. It is reasonable to assume that the pacemaker and the connection system of the pacemaker are not the root cause of the clinical observation. This assumption is supported by the fact that the effective capture resumed after increasing the amplitude and even during the provocation testing with decreased amplitude, the pacemaker stimulated with myocardium effectively. Due to the functional pacemaker and the resumed capture after increasing the amplitude, one may consider that the clinical observation might have been related to the lead or the increase of the pt threshold due to possible changes in medication or electrolytes. The analysis of the pacemaker revealed that the pacemaker was not the root cause of the clinical observation.